Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an in clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. X-ray imaging confirmed an externalized conductor on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.